Manufacturer narrative:
While the system present in the images provided is confirmed to be the fortex system, and it does appear that one screw in the image is fractured, without the return of the hardware for evaluation, there is no way to confirm the fracture of the screw. The root cause of the fortex pedicle screw breaking is not known at this time, due to a lack of information.

Event description:
On (B)(6) 2017 the complainant provided the details of the incident; a surgery was performed (B)(6) 2016 using the fortex system. On (B)(6) 2017, the patient came back for a revision surgery due to a broken 6.5 x 45mm fortex pedicle screw. All x-spine parts were removed and replaced with competitor's parts. The complainant reported lot number 157210 for the removed screw. No parts are available to be returned at this time. While x-ray images were provided, very little other additional information was provided.